Event description:
It was reported that a user of the ilet experienced elevated blood glucose after applying a new infusion set without filling the cannula, then filled the cannula and announced a meal to correct the high glucose, after which insulin on board displayed 11.3 units while the meal announcement was 8 units. Symptoms included hyperglycemia. Outcomes included resolution after education and subsequent stabilization of blood glucose. Investigation included product use review and user education on the corrective and meal announcement algorithms and on the risk of insulin stacking. Investigation of this case revealed that the device functioned as designed and that the event was associated with user technique, specifically omission of a cannula fill and use of a meal announcement as a corrective action leading to excess calculated insulin on board. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of therapy features.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.